Event description:
It was reported that a patient presented in-clinic for an elective replacement procedure. Upon interrogation, the patient's right atrial lead was found to have exhibited over-sensing of noise, and inappropriate automatic mode switch. A lead abrasion was noted on the lead. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.